Manufacturer narrative:
A customer reported, that the asi is blank. After installing a new battery. The maintenance schedule is reported, as monthly. Communication with the customer: the customer reported, that the asi flashing green with the old battery pack, that has an expiration date of jul 2024. The replacement battery pack is new to the distributor, just installed it with the customer. Advised the distributor to replace the battery pack and sent a data card to download the log file and send to the manufacturer for further analysis. No additional information is available, at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest, that the device did not perform as intended or failed to meet product specifications. Should additional information become available, a supplemental MDR shall be submitted.

Event description:
The customer reported, that the asi is blank. After installing a new battery. The customer, did not report that this event occurred, during patient use.